Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process. Additional information provided: was a port applier used to anchor the port? In the initial procedure. Yes (although not sure whether indicator showed that it was locked). Not used when replacing the port. Were sutures used when anchoring the port? Not for the initial port, the surgeon did suture the replacement port. When the port was found to have flipped, were the injection port hooks? Unknown.

Event description:
It was reported that post implant a swedish adjustable gastric band, the port flipped. The surgeon removed the port and implanted a new one on (B)(6) 2012. There was no reported patient consequence.

Manufacturer narrative:
(B)(4)